Manufacturer narrative:
The suspect device has not been return for investigation. Based on the log file, the alarm is active twice on (B)(6) 2018 and it was determined that the most likely cause of the issue is due to inspiration block. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported about bellavista 1000 active alarm for no o2 dosing possible during ventilation is on to a patient. At this time, no information if patient experienced any harm at the time of the event.